Event description:
It was reported that the patient was diagnosed with blood glucose (bg) values that dropped to 35 mg/dl, while on a plane. For treatment, the patient was given multiple doses of glucagon by physicians. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.